Manufacturer narrative:
Additional: patient details have since been reported and that the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery. This report is submitted on may 24, 2019.

Manufacturer narrative:
This report is submitted on 12 march 2020.

Manufacturer narrative:
Reclassification of the integrity test on (B)(6) 2019 has now confirmed this as a device failure. This report is filed on april 09, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequently was administered steroids (date not reported).